Event description:
It was reported by the patient that the cannula deployed after being removed indicating a needle mechanism failure. It was discovered that the cannula was bent and there was an error message. The pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Changed h6 type of investigation from b17 to b18 due to additional information given.